Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium result generated by the architect c16000 processing module for a patient. The sample was repeated, and the result was within the normal range. The following data was provided: customer¿s reference range: 135 to 145 mmol/l. Initial sodium result = 196 mmol/l; repeat result = 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) reviewed the instrument logs and recommended replacement of the aero c8k 1ml syr. The customer replaced the part and the issue was resolved. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to discrepant patient results after service intervention. Trending review determined normal complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect c16000, serial # (B)(6) or the aero c8k 1ml syr was identified.

Event description:
The customer observed falsely elevated sodium result generated by the architect c16000 processing module for a patient. The sample was repeated, and the result was within the normal range. The following data was provided: customer¿s reference range: 135 to 145 mmol/l. Initial sodium result = 196 mmol/l; repeat result = 139 mmol/l. No impact to patient management was reported.